Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 263 mg/dl. The customer alleged that the healthcare provider provided settings that are incorrect for the customer's body type. Tandem technical support advised the customer to speak with the healthcare provider about changing the settings.